Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4) it was reported that while performing an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter, the complaint device was said to have experienced non-MDR reportable force, partial noise, and curve issues. The bwi failure analysis lab (fal) received the device for evaluation and discovered that the pebax, a clear sensor sleeve which encloses the catheter¿s spring, has a small hole, and yellowish material was found inside of the pebax. Due to the compromised integrity of this catheter, the hole in the pebax, this event was made MDR reportable. The returned device was visually inspected upon receipt and yellowish residues were found inside the pebax. Further examination revealed that the pebax had a hole. Bwi has opened a corrective action to further investigate. Then per the original complaint of force, noise and curve issues, the catheter was evaluated for carto 3 recognition, and the catheter was recognized, no error messages were displayed and the catheter was properly visualized. The catheter was also tested with a coil disconnection test and the catheter passed. A force test was performed and the catheter passed, no force issues were observed and the force sensor resistance values were found within specifications. In addition, electrical and deflection tests were performed and catheter passed both. An internal corrective action has been opened to address the lab finding of the pebax hole. However, the original customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures

Event description:
It was reported that while performing an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter, the complaint device was said to have experienced non-MDR reportable force, partial noise, and curve issues. The procedure was completed with no patient consequence. The bwi failure analysis lab (fal) received the device for evaluation and discovered that the pebax, a clear sensor sleeve which encloses the catheter¿s spring, has a small hole, and yellowish material was found inside of the pebax. Due to the compromised integrity of this catheter, the hole in the pebax, this event is MDR reportable. The awareness date was reset to (B)(6) 2014 for this complaint, the date of the fal lab discovery.